Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure, an insulation anomaly was observed on the right ventricular lead. All electrical values were normal. The lead was capped and replaced at that time.